Event description:
It was reported that the "spider 2 tenet" was not holding the pressure. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the footswitch was included, however the battery and battery charger were not returned. The unit was missing a drape clip. A functional evaluation was performed. The unit passed the 30 pound weight test. The unit was left pressurized for approximately 1.5 hours. The unit was administered the weight test again and it passed. The unit was de-pressurized and each of the limbs were manipulated and each moved freely. The drape switch and foot pedal test fixtures were utilized and the unit de-pressurized as designed. The customer provided footswitch de-pressurized the unit. The setup switch de-pressurized the unit as designed. The main power switch functioned properly. The weight test was administered a third time and the unit passed. The piston migration was measured at .92 inches. Two broken inner enclosure mounts were noted at this point. The complaint was not verified and the root cause could not be duplicated during the functional testing process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions.